Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -this event was it was found that one needle was missing when counting the number of the needles. -the patient's condition is no problem, and he has already been discharged from the hospital. The following information was requested, but unavailable: - were x-rays taken to locate the needle piece(s)?=>unk - was there any additional tissue damage resulting from the search for the needle piece?=>unk - does a fragment of the needle remain in the patient¿s tissue?=>unk if so, - is there any plan in place to remove the needle piece in the future?=>unk - if so, could you please provide the scheduled date for the removal?=unk - in which tissue structure was the needle located?=>unk - what is the surgeon's opinion of the potential consequences for the patient?=>unk - could you kindly provide the lot number, please? =>unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. During an unknown cardiovascular surgery, it does not seem to be a defect in the product, but the number of needles did not match (not enough) at the end of the procedure on-site, and there is a possibility that the needle may have remained in the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2025. Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.